Event description:
Failure code 810:04. The failure was reported to have occurred during patient infusion. There have been no reports of any patient incident involving this pump since the baxter service event.